Event description:
Philips received a complaint by the customer on the v60 indicating that the unit had turned off while in use on a patient. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the unit had turned off while in use on a patient. The customer stated they did not see any error codes that could have caused the issue. Customer planned to send diagnostic report (drpt) to philips for review. The customer later informed the rse that they had replaced the data acquisition (da) printed circuit board assembly (pcba) to resolve the reported issue. The customer replaced the da pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.